Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge increased from 15% to 55% within minutes. The customer's blood glucose level was 92 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.